Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to insertion section during device handling by the user. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on an update to legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use and no damage to the area where the foreign material was detected. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the instrument channel" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the channel cleaning brush could not be inserted at all due to blockage in the channel tube. The device evaluation found that the connecting tube coating was peeling (more than 1mm squared) and there was a possibility that foreign material was clogged in the channel tube. Additional findings include the following: the bending section cover adhesive floats, the electrical connector had corrosion due to water leakage, the connection tube had scratches, the objective lens had a crack / scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera bronchovideoscope had an inability to insert or remove forceps. The issue was found during preparation for use, the intended diagnostic procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (more than 1mm squared) and there was a possibility that foreign material was clogged in the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.